Event description:
It was reported that the patient presented to the hospital emergency room for a follow up on (B)(6)2023 with dizziness and atrial fibrillation. During examination, it was noted that the right atrial (ra) lead was under-sensing atrial fibrillation episodes. Further examination noted that the ra lead failed to sense signals. Programming changes were performed. The patient was in stable condition.